Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device was unable to analyze. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was duplicated and attributed to the device's advisory installed option set to 'no' for the analyze feature. It is not known how the device's advisory option was changed to 'no'. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.